Manufacturer narrative:
Product analysis conclusion the reported difficulty in resheathing the delivery system after stent graft deployment could not be confirmed based on the pre-implant images available. Procedural angiograms showing attempts to resheath and remove the delivery system from the patient were not available for review. No significant anatomical characteristics, such as significant tortuosity or calcification, were identified that could have contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the stent graft was deployed prior to receipt of the device and was not received for analysis. The external slider fully retracted on receipt of the device. Deformation was evident to the proximal graft cover. Kinks and separation were evident to the spiral member. The graft cover could be advanced and retracted with no issues noted via rotating the external slider. The trigger appeared to be jammed, pressure was applied and the trigger released, however the trigger kept catching and becoming stuck when activated. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 63mm abdominal aortic aneurysm as part of the post market clinical study. The main body (esbf2514c103ee, sn (B)(6)) was successfully deployed, followed by the left iliac limb (etlw1616c156ee, (B)(6)) and right iliac limb (etlw1620c156ee, sn (B)(6)). Minimal vessel tortuosity and calcification was observed. It was reported during the index procedure that the trigger mechanism of the endurant ii left iliac limb (etlw1616c156ee / (B)(6)) delivery system did not function as intended during device retrieval. There were no observed issues with the packaging or delivery system prior to insertion, and no excessive force was applied when attempting to resheath the device. The endurant ii limb was deployed without issue using the anti-clockwise release mechanism; however, during the attempt to resheath the delivery system for removal, the trigger on the blue handle did not come back fully and the grey handle was unable to return to the blue handle. A sentrant sheath ((B)(6)) was already in place and the physician elected to withdraw the endurant delivery system without resheathing. The evar procedure was successfully completed, with no impact on stent graft deployment. After the procedure, an attempt was made to resheath the cleaned delivery system, but it was unsuccessful. There is no complaint/allegation against the sentrant sheath used during the procedure. Per the physician, the cause of the delivery systems trigger/ removal issues was not determined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.